Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her electrode belt. The pt's download revealed can comm errors and 'add gel' messages without prior gel release. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn# (B)(4) has been completed. The reported problem (can comm errors/ 'add gel' without prior gel release) has been confirmed. Upon evaluation, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause of the can comm errors is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause for the damaged j702 connector is excessive force placed on the trunk cable. In addition, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the 'add gel' messages without prior gel release is the damaged internal wires. The cause of the damaged wires is the pulled cable. The cause of the damaged cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cables and connector. The pt received a replacement electrode belt.